Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead was extrinsically bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: beginning 2015-(B)(6), ventricle sensing integrity counts (sic) up to 6232; nonsustained ventricular tachycardia (nsvt) episodes with evidence of lead noise oversensing. Right ventricle lead integrity warning occurred on 2015-(B)(6) for sic greater than 30 in 3 days, and 2 or more high rate nsvt episodes. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to non-sustained tachycardia - ventricular tachycardia (vt) and high sensing integrity counter (sic) counts. The lead was over-sensing and was reprogrammed. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.